Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's concurrent conditions included endometriosis, paratubal cyst, pap smear abnormal (cervical biopsy w/ loop electrode excision in 2009) and overweight. Concomitant products included codeine, muscle relaxants and panadeine co (tylenol #3). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraine/ headaches"), tooth disorder ("dental problems"), weight increased ("weight gain"), headache ("migraine/ headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain"), pain in extremity ("leg pain") and back pain ("lower back pain"). In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In 2011, the patient experienced cyst ("reproductive system disorder or condition type of disorder or condition: cyst (a lot of them)") and alopecia ("hair loss."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fallopian tube disorder ("post tubal syndrome") and post ablation tubal ligation syndrome ("post tubal syndrome"). The patient was treated with surgery (on (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, tooth disorder, weight increased, fallopian tube disorder, cystitis, urinary tract infection, cyst, dysmenorrhoea, dyspareunia, alopecia, post ablation tubal ligation syndrome, pain in extremity and back pain outcome was unknown, the genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia and abdominal pain upper was resolving. The reporter considered abdominal pain upper, alopecia, back pain, cyst, cystitis, dysmenorrhoea, dyspareunia, fallopian tube disorder, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, post ablation tubal ligation syndrome, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: product insertion date is also reported as (B)(6) 2008 and removal date is also reported as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 22-jun-2018: plaintiff fact sheet received, patient¿s demographic information, other relevant history updated. Events: abnormal bleeding vaginal, menorrhagia, (bladder/ urinary tract/vaginal) type: bladder infection, infection (bladder/ urinary tract/vaginal) type: urinary tract infection, cyst (reproductive system disorder or condition type of disorder or condition: cyst (a lot of them), dyspareunia (painful sexual intercourse), hair loss, post tubal syndrome, stomach pain, leg pain, lower back pain. Were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's concurrent conditions included endometriosis, paratubal cyst and pap smear abnormal (cervical biopsy w/ loop electrode excision in 2009). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine/ headaches"), tooth disorder ("dental problems"), weight increased ("weight gain"), fallopian tube disorder ("post tubal syndrome") and headache ("migraine/ headaches"). The patient was treated with surgery (on (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, tooth disorder, weight increased and fallopian tube disorder outcome was unknown. The reporter considered fallopian tube disorder, headache, migraine, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: product insertion date is also reported as (B)(6) 2008 and removal date is also reported as (B)(6) 2015. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and mr received . Patient demographic and reporter added. Historical conditions added. Product implant and explant date was updated new event " migraines, headache, dental problems, weight gain, did not performed essure confirmation test, post tubal syndrome" were added. Historical conditions were added. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's concurrent conditions included endometriosis, paratubal cyst, pap smear abnormal (cervical biopsy w/ loop electrode excision in 2009) and overweight. Concomitant products included codeine, muscle relaxants and panadeine co (tylenol #3). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraine/ headaches"), tooth disorder ("dental problems"), weight increased ("weight gain"), headache ("migraine/ headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain"), pain in extremity ("leg pain") and back pain ("lower back pain"). In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In 2011, the patient experienced cyst ("reproductive system disorder or condition type of disorder or condition: cyst (a lot of them)") and alopecia ("hair loss."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fallopian tube disorder ("post tubal syndrome") and post ablation tubal ligation syndrome ("post tubal syndrome"). The patient was treated with surgery (on (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, tooth disorder, weight increased, fallopian tube disorder, cystitis, urinary tract infection, cyst, dysmenorrhoea, dyspareunia, alopecia, post ablation tubal ligation syndrome, pain in extremity and back pain outcome was unknown, the genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia and abdominal pain upper was resolving. The reporter considered abdominal pain upper, alopecia, back pain, cyst, cystitis, dysmenorrhoea, dyspareunia, fallopian tube disorder, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, post ablation tubal ligation syndrome, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: product insertion date is also reported as (B)(6) 2008 and removal date is also reported as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 22-jun-2018: plaintiff fact sheet received, patient¿s demographic information, other relevant history updated. Events: abnormal bleeding vaginal, menorrhagia, (bladder/ urinary tract/vaginal) type: bladder infection, infection (bladder/ urinary tract/vaginal) type: urinary tract infection, cyst (reproductive system disorder or condition type of disorder or condition: cyst (a lot of them), dyspareunia (painful sexual intercourse), hair loss, post tubal syndrome, stomach pain, leg pain, lower back pain. Were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.